Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 49 mg/dl. Customer blood glucose reading at the time of the incident was 280 mg/dl. Customer current blood glucose reading was 49 mg/dl. Customer did not troubleshoot the low blood glucose reading. Customer believed the infusion set caused the low blood glucose reading. Customer had back up plan available. Customer treated their low blood glucose with insulin pump. Infusion set will be returning for analysis. Insulin pump will not be returning for analysis.